Event description:
The customer observed repeat reactive results for architect hbsag qualitative with negative architect hbsag qualitative confirmatory results. The following data was provided (unit of measure s/co). Sample ID (B)(6) architect hbsag qualitative: initial result = 173.51, repeat result = 159.93 (both reactive) architect hbsag qualitative confirmatory = 45% (not confirmed) another laboratory performed testing and confirmed the results. The customer believes that the confirmatory results from the other laboratory are correct. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Per the architect hbsag qualitative confirmatory package insert, to obtain the final interpretation, repeat test using a 1:500 dilution if: c2 s/co is = 10.00 with a < 50% neutralization. No evidence was provided that a 1:500 dilution test was completed as would have been required for sid (B)(6), therefore no final interpretation was determined for this sample and there was no discrepancy with the confirmatory result from the other laboratory. Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Clinical sensitivity testing was performed using an in-house retained kit of architect hbsag qualitative confirmatory reagent lot 44420fn00. All specifications were met indicating the lot is performing acceptably. Based on the investigation, no deficiency for lot number 44420fn00 was identified.